Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to the blank display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display until she pressed any button. She had to actually press the button for the next function to appear. The insulin pump had a crack on the reservoir housing in an area where the o-ring was exposed. Customer's blood glucose level was 128 mg/dl. The battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.